Manufacturer narrative:
It was reported that the ventilator generated an alarm that indicates a turbine module failure. Information was received stating that everything worked according specifications after the device was restarted. This information is not specific enough to point to any particular fault. Despite reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. No part have been replaced, no device logs have been returned for evaluation. Given this, we have not been able to confirm the problem! H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).